Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the reported issue was able to be confirmed. At least one of the three delivery accuracy tests performed was outside of the published +/-6% specification. It was recommend that the pump's expulsor be replaced in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed the volume test (21.46, 21.36). The issue occurred during and there was no patient involvement.